Event description:
Medtronic received information that this bioprosthetic valve, implanted approx 4 years, was explanted due to aortic insufficiency.

Manufacturer narrative:
Evaluation results: device history review found the product met specifications when released for distribution. Conclusion: cause of event attributed to pt condition. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible. A large tear in the right cusp adjacent to the right non-coronary commissure appeared to be associated with host tissue overgrowth on the commissure resulting in restricted leaflet movement. The tear may have increased in size during explant. A large tear was noted in the right non-coronary commissure along the right cusp. Remnants of pannus remained attached to the inner outflow wall adjacent to all cusps with overgrowth extending over the left right commissure, slightly restricting leaflet movement. Radiography shows no evidence of mineralization in the valve or host tissue. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product release for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a pt related condition.